Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Investigation unable to download event history log. Visual inspection and power up process were performed. The customer's reported problem was confirmed, error code 41171 was duplicated at power up. According to the investigation, the reported problem was caused by faulty main board. Service's replaced the pump main board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited error codes 41171, 4098, 2972, and 1028-1. No patient was involved in this event. No adverse effects were reported.